Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the eos battery status. The device was implanted for 74 months and 118 charging cycles were recorded in the icds memory. The memory content of the device was inspected. The inspection revealed multiple episodes of regular vt detection on july 04, 2024 due to intrinsic signals. As a result of that fast-successive charging the eos battery status had occurred. In conclusion, the activation of the eos status resulted from that fast successive charging. A thorough analysis of the ICD, however, proved the device to be fully functional. There was no indication of a device malfunction.

Event description:
Device went from eri to eos after 68 shocks. Should additional information become available, this file will be updated.

Event description:
Device went from eri to eos after 68 shocks. Should additional information become available, this file will be updated.